Event description:
It was reported that a device issue occurred. An mdu plus sterile bag was used as part of the ilab ultrasound imaging system for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician attempted to connect the ivus catheter to the motordrive unit (mdu), but it kept disconnecting. The screen displayed an error, and the physician could not complete the run. As a result, the mdu plus sterile bag became unsterile. The procedure was completed successfully, and no patient complications were reported.

Event description:
It was reported that a device issue occurred. An mdu plus sterile bag was used as part of the ilab ultrasound imaging system for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician attempted to connect the ivus catheter to the motordrive unit (mdu), but it kept disconnecting. The screen displayed an error, and the physician could not complete the run. As a result, the mdu plus sterile bag became unsterile. The procedure was completed successfully, and no patient complications were reported. It was further reported that the device became unsterile due to the bag tearing after repeated back-and-forth manipulation of the catheter.

Manufacturer narrative:
H6 device codes: corrected.